Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. Reprogramming was attempted and patient had rib stimulation. X-rays showed that the left lead migrated laterally. It was noted that patient had a fall in (B)(6) 2023. Targeted pain pattern is bilateral feet. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.